Event description:
The cordis clinical study registry in anothe country brought this report to our attention that a type a dissection occurred during a percutaneous coronary intervention and was treated by implantation of another stent. The procedure was being conducted on a 56-year-old patient and the target vessel was the proximal left anterior descending coronary artery. Two stents were implanted to treat the de novo irregular, angulated, eccentric lesion with moderate calcification and a type b2 calcification lesion. It was unclear initially which stent caused the dissection. But further investigation indicated the dissection was proximal to both stents in the lad.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-02172 and 9616099-2007-02498. Additional information will be submitted within thirty days upon receipt.